Event description:
The customer reported that when purging the air from the mps circulation system while setting the pumps up, they experienced a small leak from both water circuit adapters. The leak was small enough to allow the system to be purged. The product code is 5001110; lot number 25462.